Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is using humalin insulin. Tandem technical support informed the customer that humalin is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 336mg/dl at the time of event.